Event description:
Health care professional reported home patient was overfilled with 4 liters of solution during treatment on the pac-xtra device. Home patient reported feeling uncomfortable. Health care professional reported after reviewing event with staff on duty at the time of vent it was determined that there had been an error in the tubing set-up that directly contributed to this event. Health care professional reported patient was drained and felt fine afterwards. No medical intervention was necessary.